Event description:
It was reported that the pacemaker was explanted, and no allegations were made against the device. The device was returned to the post market quality assurance department. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it reverted to safety mode after being explanted. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. A high current drain was detected. Detailed analysis determined the identified high current drain was a result of leaky capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Despite the findings, analysis confirmed critical therapy remained available while the device was implanted.